Manufacturer narrative:
Device discarded.

Event description:
It was reported that two yukon occipital set screws migrated post-operatively. The patient has been revised. This report represents the second of the two set screws.

Event description:
It was reported that a patient was revised after two yukon occipital set screws were noted to have backed-out four days after implantation. This report represents the second of the two set screws.

Manufacturer narrative:
D.6 was updated to reflect initial surgery date. Visual, functional, material, and dimensional analysis could not be performed as the device was not returned. A review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. Sub-optimal engagement between the set screw and rod may contribute to loosening and eventually migration. However, as no devices or images were available for evaluation, the root cause could not be determined conclusively.